Event description:
There was an allegation of questionable elecsys ft4 IV results for two patient samples from the cobas 6000 e601 module. Patient age range: asku. Patient weight range: asku. Patient sex breakdown: asku. Patient race breakdown: asku. Patient ethnicity breakdown: asku.

Manufacturer narrative:
Summary of investigation results: this investigation determined a hardware issue was the cause. Summary of follow up/corrective actions taken: the field service engineer performed decontamination of the entire platform and replaced the reagent probe, sample probe, and degasser. He performed preventive maintenance, exchanged the gear pump, checked the horizontal and vertical adjustments, replaced the washing station, and changed the sippers. He ran mechanism checks, measuring cell preparation, system volume checks, photomultiplier adjustments, blank cell, and analyzer performance testing. Device returned to manufacturer? No. Device labeled "for single use?" No. Device reprocessed and reused? No.